Event description:
During an or case, the bone shaver was turned on but not in use. The device handpiece overheated resulting in a second degree burn. Follow-up reveals: the patient received burns to the leg. The device is in the biomedical department awaiting pick up and a shaver replacement from the manufacturer.